Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was done to treat the shard penetration? No information. Was medical or surgical intervention required? No information. What is the status of the surgeon injury today? It has already healed. What is the name and date of the surgical procedure? No information. Can you identify the lot number of the product that was used? No information was provided. No further information will be provided."

Event description:
It was reported that during an unknown orthopedic surgery, the surgeon was injured by a broken piece of the glass ampule which was protruded from the applicator. The surgeon just felt a tingling sensation, so it didn¿t lead to injuries requiring any treatments. The injury is already healed. There were no adverse consequences to the patient. No additional information was provided.